Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for leg/back and spinal pain indications. It was reported that patient stated they are feeling like passing out from the stim waves going to the brain, patient also complained of dizziness. There were no known environmental/ external/ patient factors that may have led or contributed to the issue during the time of the report. The issue was not resolved, but an appointment has been set to perform any troubleshooting or interventions/ actions to help resolve the issue.

Event description:
Additional information from the rep indicated that the device was turned off and the patient was discharged from the clinic from past behavior. The managing physician would not agree to remove the system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported they went to hcp over the weekend / couple days ago because they are having problems with the unit making them having black outs. Patient reported they met with mdt rep at a mall parking lot for programming and met the same rep on (B)(4) 2022 for programming and since then they are having black out. Patient stated they want the ins to be remove because its scaring them. Patient reported the ins is rubbing against the wrong way when sitting. Patient reported he met with mdt rep march 14, 2022 and he gave the rep all of his external equipment because he does not want the implant and wants it remove asap. Patient stated his hcp fired him and he does not have hcp for the device. Patient stated dr fairfield did the test and he didn't have any trouble with it. Patient stated dr rimmy put the scs in the middle of his back too close to his brain stim and making him to want to black out. Patient reported they put too much power, as soon as he adjusted where he felt the stimulation in the feet and leg where he needed it, they needed to put leads lower and when turn it off he wants to black off for the next week and half. Patient stated he told rep that she did something wrong with the programming. Ps reviewed ps will sent message to local rep. Ps emailed hcp listing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.